Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the atrial lead was dislodged. On (B)(6) 2014, the lead was repositioned successfully. The patients condition was good.